Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received one inappropriate shock due to oversensing. The right ventricular pacing impedance increased to > 3000 ohms. The pace/sense portion of the high voltage lead was capped and a new pace/sense lead was implanted in the right ventricle. No further patient complications have been reported as a result of this event. Additional information reported that the ICD was also explanted as it could not be determined which component was at fault, the lead or the ICD.